Manufacturer narrative:
There is no injury reported. Dealer was reportedly repairing a chair for the consumer when the event occurred. Nature of complaint suggests a potential service error. Malfunction is not confirmed. MDR filed solely on the dealer's comment the controller was smoking.

Event description:
When the dealer was repairing the chair for the consumer when the controller alleged started smoking. No injury is alleged.